Event description:
On 06-nov-2024, a journal article was retrieved from hip international (2024) that reported an observational, longitudinal, ambispective, single-centre study from spain. The purpose of the study was to estimate the cumulative incidences of revision surgery and implant failure due to fractures, survival rates, and the long-term clinical and radiological outcomes. The study reviewed 55 patients (60 hips) implanted between january 1999 and december 2002 at bellvitge university hospital. All surgeries were performed in a watson-jones and cementless technique using allofit shells, cerasul alpha neutral liner paired with a ceramic cerasul head, and an alloclassic femoral stem. The indication for surgery was osteoarthritis (29 implants/24 patients, 5 bilateral implants), osteonecrosis (14 implants/14 patients), sequelae of childhood pathology (11 implants/11 patients), and inflammatory arthritis (6 implants/6 patients). The study population had a mean age of 47.2 years at time of surgery (range, 44.6-49.9); (50 males / 5 females). The median (range) follow-up period was 220 (183¿237) months (18.3 [15.3¿19.8] years). The study reported 12 implants demonstrated periacetabular osteolysis; of which, 6 also demonstrated head asymmetry or polyethylene deformity in the cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10. Unknown allotfit cup unknown cerasul head unknown alloclassic stem g2. Foreign: spain. Literature: long-term follow-up of total hip arthroplasty using polyethylene-ceramic composite (sandwich) liner. Doi: 10.1177/11207000241239624 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. . A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were not provided. Based on the available information (journal article), the reported event can be confirmed as per response received from the author of the journal article, the reported event of periacetabular osteolysis was an incidental finding in radiography and no other symptoms were found. However, based on the available information, a definitive root cause for the reported event of periacetabular osteolysis, head asymmetry or polyethylene deformity in the cup could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.